Event description:
It was reported by service report that the footboard was broken with a sharp edge, potential fluid ingress and no bed exit/scale. There was no patient involvement and no adverse consequences were reported.

Manufacturer narrative:
Result: footboard.